Event description:
On (B)(6)2023 it was reported that this patient was hospitalized for peritonitis due to poor technique. This was the patient¿s third peritonitis event. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6)2022 with complaints of lower abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis on (B)(6)2022. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2000mg every 5 days from (B)(6)2022. Additionally, the patient was administered ip cefepime 2g daily between (B)(6)2022. The patient received a one-time dose of ip vancomycin 2200mg on (B)(6)2022. The white blood cell count (nucleated cells, fluid) returned 5,707. The culture resulted positive for staphylococcus epidermidis. The patient was discharged on (B)(6)2022. The cause of the peritonitis was attributed to touch contamination. The patient continued utilizing the liberty select cycler during recovery.